Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be a supposedly bad connection of components in the unit which was fixed by performing a service routine. There was no patient or user harm.

Event description:
Timeout lifesign reply with no te or tn of panel connection lost (disturbed screen).